Event description:
Pt was admitted to hospital due to high blood glucose (345 mg/dl) in 2003, and was discharged 5 days later. Pt reports having high blood glucose values for one and a half months prior to and inciluding treatment dates.